Event description:
Reportedly, a review of file dated (B)(6) 2018 revealed an arrhythmia episode with low amplitude values recorded on the ventricular egm, most probably due to emi. In this episode, ventricular arrhythmias were detected twice by the device as in vf zone. A review of the patient data before (B)(6) 2018 showed the presence of a similar arrhythmia episode. Ventricular auto-sensing histograms were suspicious of noise oversensing. It was also observed that low atrial lead impedance values had been intermittently recorded. Preliminary analysis confirmed the abnormal atrial measurements and the presence of one pattern of ventricular noise oversensing episodes typical of emi and/or myopotentials sensing. Additionally, it revealed the presence of noise episodes typical of far field sensing in the ventricular channel. An atrial lead issue is highly suspected and a beginning of ventricular lead issue could not be completely excluded.

Manufacturer narrative:
As noise oversensing was still observed and the battery of the ICD was reportedly depleted, the ICD and the ventricular lead were replaced on (B)(6)2019 . No files were provided and the devices were not available for analysis. The case will be re-opened should any new relevant information be received in the future.

Event description:
Reportedly, a review of file dated (B)(6)2018 revealed an arrhythmia episode with low amplitude values recorded on the ventricular egm, most probably due to emi. In this episode, ventricular arrhythmias were detected twice by the device as in vf zone. A review of the patient data before (B)(6)2018 showed the presence of a similar arrhythmia episode. Ventricular auto-sensing histograms were suspicious of noise oversensing. It was also observed that low atrial lead impedance values had been intermittently recorded. Preliminary analysis confirmed the abnormal atrial measurements and the presence of one pattern of ventricular noise oversensing epsiodes typical of emi and/or myopotentials sensing. Additionally, it revealed the presence of noise episodes typical of farfield sensing in the ventricular channel. An atrial lead issue is highly suspected and a beginning of ventricular lead issue could not be completely excluded.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a review of file dated (B)(6) 2018 revealed an arrhythmia episode with low amplitude values recorded on the ventricular egm, most probably due to emi. In this episode, ventricular arrhythmias were detected twice by the device as in vf zone. A review of the patient data before (B)(6) 2018 showed the presence of a similar arrhythmia episode. Ventricular auto-sensing histograms were suspicious of noise oversensing. It was also observed that low atrial lead impedance values had been intermittently recorded. Preliminary analysis confirmed the abnormal atrial measurements and the presence of one pattern of ventricular noise oversensing epsiodes typical of emi and/or myopotentials sensing. Additionally, it revealed the presence of noise episodes typical of farfield sensing in the ventricular channel. An atrial lead issue is highly suspected and a beginning of ventricular lead issue could not be completely excluded.